Event description:
It was reported that during a procedure, a cone tip came off in pt. The end user reported that there was no hospitalization of the pt after the date of event. We are not aware of any consequences to pt. There was no further information provided.

Manufacturer narrative:
The device was not made available for evaluation. A picture was allowed to be taken of an acorn in a container at the facility. The actual cohen cannula was not in the possession of the risk manager at the facility. It is unknown if it was still in use.